Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed closed while clips were being applied to the duct. While opening another applier and planning to insert another 5mm port to insert a new clip applier, the defective applier released on its own. The clips that had been applied had not closed onto tissue and there was a clip jammed in the applier. There was no tissue damage. Another device was used to complete the procedure. No adverse consequences reported.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice unit during initial drain. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The tsr assisted the hp to cycle power to the machine to clear alarm. The tsr instructed the hp to start over again using new supplies. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed in the lab due to unavailable sample. Based on the information obtained from baxter's investigation, the root cause could not be determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).product surveillance spoke with the home patient (hp) regarding the system error 2240 alarm. The hp stated she switched to hemodialysis and no longer uses the homechoice.

Event description:
The customer reported for baxter europe of a "y" type blood set pf 50 that had a cut in the tubing. This condition occurred before use. There is only one unit that has been impacted. The sample is available and is returned for evaluation. There is no patient involved with this event. No patient injury or medical intervention associated with this event. No other information is available.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.